Manufacturer narrative:
Only one patient file was received and it not usable to perform a longevity study. Nevertheless, in this file, it has been seen that there was reset even if it was not mentioned in the complaint and was probably not known by the reporters. Results: n the complaint it is mentioned that the rrt was > 3 years with an implantation date of (B)(6) 2025. Longevity depends on 2 factors: - 1 which is known: programmed parameters - 1 which is unknown: pacing rate, physiopathology (fibrillation for example), impedances values etc. According to these data, the longevity can be high or lower without any premature battery depletion suspicion. Unfortunately, this file is not usable to perform a longevity study. Nevertheless, this file has been created only in case of reset. Therefore, even if the complaint concerned the battery longevity, an analysis of this file to understand the reset reason has been performed. The subject device has been released on 28th february 2024; the reset occurred on (B)(6) 2024; it was implanted on (B)(6) 2025. Therefore, the reset occurred before the implantation. This reset is most likely due to a crosstalk which occurred between devices being in a too close vicinity of each other at the time of interrogation (leading to data inconsistencies). The reinitialization status is not present in this file (probably performed with another programmer. In order to check the battery behavior and to verify the reinitialization status, the provided data is not sufficient. The patient files should be provided soon.

Event description:
Reportedly, this device oto sr (s/n (B)(6) was implanted on (B)(6) 2025. On (B)(6) 2025, it was detected that the battery impedance was more than 4 times higher than usual, with a rrt > 3 years.

Event description:
Reportedly, this device oto sr (s/n (B)(6) was implanted on (B)(6) 2025. On (B)(6) 2025, it was detected that the ibattery impedance was more than 4 times higher than usual, with a rrt > 3 years.

Manufacturer narrative:
In the complaint it is mentioned that the rrt was > 3 years with an implantation date of (B)(6) 2025. Longevity depends on 2 factors: - 1 which is known: programmed parameters. - 1 which is unknown: pacing rate, physipathology (fibrillation for example), impedances values etc. According to these data, the longevity can be high or lower without any premature battery depletion suspicion. Unfortunately, this file is not usable to perform a longevity study. Nevertheless, this file has been created only in case of reset. Therefore, even if the complaint concerned the battery longevity, an analysis of this file to understand the reset reason has been performed. - the subject device has been released on 28th february 2024. - the reset occurred on 17th may 2024. - it was implanted on (B)(6) 2025. Therefore, the reset occurred before the implantation. This reset is most likely due to a crosstalk which occurred between devices being in a too close vicinity of each other at the time of interrogation (leading to data inconsistencies). The reinitialization status is not present in this file. In order to check the battery behavior and to verify the reinitialization status, the provided data is not sufficient.

Event description:
Reportedly, this device oto sr (s/n (B)(6) was implanted on (B)(6) 2025. On 2025-09-17, it was detected that the battery impedance was more than 4 times higher than usual, with a rrt > 3 years.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.